Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the x-ray tube. The system was tested and is operating as intended.

Event description:
The customer reported that the kilo-voltage on the stenoscope system was too high. No pt injury was reported.